Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/11/2024, it was reported by a sales representative via (B)(4) that an ar-601-tbc8 ibalance uka, tibial bearing trial, size 3, 8 mm fell apart with pieces found and removed with no further information provided. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/17/2024: this was discovered during use on 12/09/2024. The poly broke, pulling it out of the patient. Both pieces were easily taken out of the patient. This issue did not delay the case. There was no adverse reaction to the case or the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-601-tbc8, ibalance¿ uka, tibial bearing trial, size 3, 8 mm, batch: 5261608, was received for investigation. Visual inspection identified that the tibial bearing trial had fragmented, with dents around the trial body. No fragments were received for evaluation. Dimensions were not measured, and functional testing was not performed due to the damaged condition of the device. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2016.